Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty capacitor on the interface board. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected alarm customer's blood glucose at time of incident was 120 mg/dl. The customer stated a temp basal was not programmed before the alarm occurred. The customer stated the alarm occurred shortly after inserting a new battery. The customer stated that the alarm is recurring during normal use. The customer was advised that the device would be replaced. The customer was advised to monitor the device and may continue to wear the pump until replacement arrives.